Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the patient presented with an atrial lead that was over-sensing noise. The lead was explanted and replaced. During the procedure, the implantable cardioverter defibrillator was also replaced for the advisory for premature battery depletion. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.